Event description:
It was reported that during a procedure involving the in.pact admiral drug coated balloon, a longitudinal balloon burst occurred in the superficial femoral artery on the right side at the mid-location during the first inflation. The target lesion was described as calcified. It is not known at what pressure the balloon burst.  A 6fr non medtronic sheath was usd. A non medtronic inflation device was used with 50/50 contrast. The device had passed through a previously deployed everflex, no resistance was met. The procedure was aborted as a result of the balloon burst. The balloon did not detach. The device was safely removed from the patient, and no injury or intervention was associated with the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned in a bio-hazard bag. Function testing was performed on the returned device with the balloon being inflated to 14atm. The balloon maintained inflation at 14atm with no issues noted. No burst was evident on the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.